Event description:
On (B)(6) - the dealer stated that the trsx5rc8 mechanical wheelchair arm assembly, headrest, and all brakes were broken. There were no patient injury reported.

Manufacturer narrative:
(B)(4) no RMA has been initiated for this issue. Model trsx5rc8, serial number/date (B)(4) is approximately 10 month old. The owner's manual part number 1110550 rev. G (feb-11), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer's age, height and weight are unknown. The consumer's medical condition, stability and medication regimen are unknown. The consumer's technique while using the device and the maintenance history of the device are unknown. The malfunction has not been confirmed.